Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 512 mg/dl. Customer had cereal this morning but has not eaten since. The customer treated their blood glucose levels with manual injections. Customer feels tired and sleepy. The customer was assisted with trouble shooting and the device passed the test functions. The customer did not return the product back for analysis.